Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while pacing on a patient the external pulse generator (epg) shut down by itself, resulting in syncope. The epg was powered back on and the battery was replaced. The device is not expected to be returned. No further patient complications were reported as a result of this event though it was noted that the patient is "alive with injury."